Event description:
Patient had a periprosthetic fracture after a fall ( patient was helping to push his friends car).

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: 6/17/20 implant labels: 32/10 degree poly insert, exeter v40 cemented long stem, 32/0 v40 lfit head.undated implant labels: multiple bone screws and acetabular system.unreadable photo of zimmer implant labels.undated x-rays: ap left hip: long stem hybrid tha with lateral femoral plate secured with 4 cerclage cables, reduced nominal, distal stem and plate not visible. 2 lat. Left hip and ap and lat. Distal left femur demonstrating distal ends of long stem and plate with 3 additional cerclage cables and 2 screws in distal plate. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components.based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had a periprosthetic fracture after a fall. The event was not confirmed. A review of the provided medical records and x-rays was rejected by a clinical consultant indicating: 6/17/20 implant labels: 32/10 degree poly insert, exeter v40 cemented long stem, 32/0 v40 lfit head.undated implant labels: multiple bone screws and acetabular system.unreadable photo of zimmer implant labels.undated x-rays: ap left hip: long stem hybrid tha with lateral femoral plate secured with 4 cerclage cables, reduced nominal, distal stem and plate not visible. 2 lat. Left hip and ap and lat. Distal left femur demonstrating distal ends of long stem and plate with 3 additional cerclage cables and 2 screws in distal plate. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components.based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a periprosthetic fracture after a fall (patient was helping to push his friends car).